Event description:
Medtronic received info that this bioprosthetic valve, implanted 3 years ago, was explanted due to stenosis secondary to pannus overgrowth.

Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Cause of event cannot be determined. No product has been returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve, no definitive conclusion can be made regarding the performance of the valve.